Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coord that the pt called to report that he experienced a driveline fault alarm. The pt was able to silence the alarm. The pt came into clinic and data log files were downloaded. Data log file submitted confirmed the driveline fault alarm. No pump stops of speed changes were found near the time of the alarm and the pump was within normal limits. An attempt was made to silence the alarm but it returned within five mins. No visible breaks in the driveline were noted. Rescue tape was intact. Pt opted to have the alarm permanently silenced. Education was reinforced. It was noted that the pt subsequently has been listed on the 1a transplant list.

Manufacturer narrative:
The pt remains ongoing with the implanted device and the system controller remains in use and no further issues have been reported. The pt is currently listed on the 1a transplant list. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
Additional information - corrected information (approximate age of device ¿ 2 months and 2 weeks.). The reported event of a driveline fault alarm was confirmed based on the review of the submitted log file; however, no investigation on the system controller could be performed as it was not returned for evaluation. The submitted log file captured 240 entries during approximately 15 days in which the log file captured a driveline fault event; however, the lvad still operated as intended, at the fixed speed. The driveline fault persisted until the end of the log file; however, the log file captured no additional atypical alarms. Although the specific cause of the driveline fault alarm could not be determined, similar incidences have been reported and a corrective and preventative action has been implemented to address the issue. A review of the device history record revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Event description:
Additional information provided indicated that the patient received a routine transplant.